Manufacturer narrative:
Vyaire file identification:(B)(4) . Any additional information received from the customer will be included in a follow-up report. At this time, no part was returned for further evaluation.

Event description:
The customer reported experienced black screen case issue in bellavista 1000. At this time, unknown patient involvement to this reported event.

Manufacturer narrative:
Additional information received confirming no patient is involved in the event. Investigation analysis traced the reported event to a defective epc component as issue resolved by vyaire representative by exchanging the main electronics.

Event description:
The customer confirmed no patient involvement during the reported event.